Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating power errors and also alarmed for alarm sound level too low. The device logs were not provided. Our field service engineer investigated the ventilator on site. The inspection revealed that the dc/dc & standard connectors printed circuit board (pcb) was defective. The defective pcb was replaced and the problem was solved. The pre-use check performed passed the test and the ventilator was handed over to the customer in working order. The replaced dc/dc & standard connectors pcb was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator generated technical error codes indicating power errors. There was no patient harm. Manufacturer's ref. #: (B)(4).